Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The expiratory channel pcb (printed circuit board) was replaced as outlined in the service manual as a recommended action. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs confirm the failed safety valve test during pre-use check. There are no technical error codes in the technical log indicating any ventilator malfunction. Since no parts were returned for investigation, the root cause of the failed safety valve test during pre-use check has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref # : (B)(4).